Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See svns (B)(4) for I/s and reservoir notifications. It was reported that the customer passed away at home. The cause of death was thought to be low blood glucose but the death certificate is not available yet. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis or upload it.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information provided with the initial report "date of patient death" was incorrect.

Event description:
It was reported via phone call by customer¿s son that he was unsure if the customer was wearing the device at the time of passing. However, when he arrived at their home and found the customer deceased on the floor, he ripped the device himself. The reporting party declined to do carelink upload and return device. Also, during the call it was known that there was an upload done on the date the customer passed away. However, at that moment we were unable to complete the upload. The caller stated he would try again and call was ended.